Manufacturer narrative:
Additional information indicated the post tavr/bentall procedure, patient was not able to be weaned from pcps due to left ventricular failure. ¿after a while¿ despite improvement in the hemodynamics, pulmonary edema developed. Pcps was converted to veno-venous (v-v) ECMO. The pulmonary edema gradually improved. The patient was reported to be fully conscious with improved respiratory function. The patient was scheduled to be weaned off of v-v ECMO on pod14.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (female gender, advanced age, severe aortic valve calcification, moderate aortic root calcification, bulky native leaflet calcification, severe mac) likely contributed to the annular rupture and subsequent valve explant and aortic root replacement procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, following balloon aortic valvuloplasty (bav) with a 23 mm edwards¿ balloon catheter, a 26 mm sapien 3 valve was deployed with 3 ml less than nominal volume. The valve was deployed in a final 80:20 aortic/ventricular (a/v) positon as intended. The patient¿s vital signs were ¿good¿; however, tee showed a small hematoma at the left ventricular side of the annulus. Since the vital signs were stable with acceptable paravalvular leak (pvl), the hematoma was placed under observation. The hematoma enlarged with time and the vital signs gradually worsened with pericardial effusion. An ascending aortic dissection or coronary artery ¿event¿ were ruled out by aortography. Since the annular area could not be imaged by aortography, the injury site could not be identified. The pericardial effusion rapidly increased and hypotension of 50 mmhg persisted event under catecholamine. Pericardial drainage and cardiopulmonary support (pcps) were initiated. Since the speed of the pericardial effusion ¿overwhelmed¿ the drainage speed and the injury site was indeterminable, surgical hemostasis via a thoracotomy was performed. Although the injury site was still unknown after the median sternotomy, an lvot tear was detected in the area between the non-coronary cusp (ncc) and the left coronary cusp (lcc). The sapien 3 valve was explanted and the tear was sutured and patched. An annuloplasty was performed. Complete hemostasis was achieved by the annuloplasty. At the end, the procedure was converted to an aortic root replacement (bentall procedure). The native annular diameter measured 22.5 mm by CT with a valve area of 525 mm2. Severe aortic valvular calcification, moderate aortic root calcification, bulky calcification on the native leaflets (rcc and ncc) and lvot/subannular calcification was reported. Severe mitral annular calcification was also reported.